Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a loss of connection between smart device and transmitter. Patient's mother was advised to close all applications, reset smart device, and then re-launch the g5 mobile application. No additional patient or event information is available.